Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer's blood glucose level was unknown. The drive support cap was normal. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
There was a compromised force sensor alarm during displacement test due to motor high current draw. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor alarm test and excessive no delivery test due to compromised force sensor alarm.